Event description:
A falsely elevated troponin I result of 5.93 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample were retested on an alternate analyzer and a result of <0.04 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was a failure of the hm cassette to aspirate from the vessel.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a failure of the hm cassette to aspirate from the vessel. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specs.